Manufacturer narrative:
The reported communication anomaly was confirmed. With another battery attached, the device functioned normally. No high current drain measurements were found and the power consumption measured normal. The device was tested on the bench and showed normal currents consumption. An internal anomaly within the battery was found to be the cause for the premature battery depletion.

Event description:
It was reported that patient suffered from angina in 2009 and received two shocks. The patient presented in the hospital after a sharp pain in the ICD area. The device could not be interrogated, with the patient in sinus rhythm. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.